Event description:
The customer reported that the second field of the system would not provide magnification of image and high contrast resolution adjustment and that the resolution was below limits. This happened outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the image function board and performed the collimator iris calibration. The system was tested and found to be working as intended and put back into service.